Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she was not seeing clearly. The surgeon informed her the iol had shifted and was out of alignment. The lens was subsequently exchanged for the same model lens. The consumer indicated the initial surgery occurred early (B)(6) 2010 and the lens exchange occurred late (B)(6) 2010. She reported she is experiencing problems again with the second lens and went to emergency clinic. The doctor there told her she had a loose filament and tiny blood droplets and advised her to see her ophthalmologist. Additional info has been requested. There are two medical device reports associated with this event. This report is for the second lens which remains implanted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).